Event description:
It was observed that during the device evaluation, the subject device exhibited foreign object inside the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device was returned to olympus and the evaluation found: there is a foreign object inside the nozzle. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.